Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. A short time after the patient was moved from the operating room to the ward, it was confirmed that air was mixed in with the drained fluid, but it was also confirmed that suction was possible. A little later, it was confirmed that it was torn between the black spot of the drain and the reservoir (around the middle area), so the area closer to the black spot than the damaged part was cut off and connected to another drain tube. The patient was not affected and was discharged from the hospital on monday. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. Was the drain broken into two or more pieces? No. Was another drain needed to correct the situation? Yes. If yes, was the new drain placed surgically during a second procedure? Since it was found that there was a damage between the black point and the reservoir, the damaged drain was cut off and a new drain was connected. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Qty to be returned: 0. A short time after the patient was moved from the operating room to the ward, it was confirmed that air was mixed in with the drained fluid, but it was also confirmed that suction was possible. A little later, it was confirmed that it was torn between the black spot of the drain and the reservoir (around the middle area), so the area closer to the black spot than the damaged part was cut off and connected to another drain tube. The patient was not affected and was discharged from the hospital on monday. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. When time to moved to the ward, it was found that the drain tube was broken at the time. A short time after the patient was moved from the operating room to the ward, it was confirmed that air was mixed in with the drained fluid, but it was also confirmed that suction was possible. A little later, it was confirmed that it was torn between the black spot of the drain and the reservoir (around the middle area), so the area closer to the black spot than the damaged part was cut off and connected to another drain tube. The patient was not affected and was discharged from the hospital on monday there were no adverse consequences to the patient. Additional information has been requested.